Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. While opening the packaging of a 3.5x28mm promus element stent intended to be the third promus element used in the procedure, stent damage was noted on the proximal portion of the stent and the device was not used. The procedure was successfully completed with another of the same device. No patient complications occurred, as the device never made contact with the patient and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. While opening the packaging of a 3.5x28mm promus element stent intended to be the third promus element used in the procedure, stent damage was noted on the proximal portion of the stent and the device was not used. The procedure was successfully completed with another of the same device. No patient complications occurred, as the device never made contact with the patient and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Struts on row 3-5 from the proximal edge were misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).